Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the car, on the way to the hospital. The customer was the passenger. The customer was having trouble breathing and was wheezing; he kept falling asleep. The paramedics were called, performed CPR for 45 minutes, but the customer passed away. The caller stated that the customer had a chronic cough, which was diagnosed as chronic bronchitis. The cause of death was natural causes; the coroner decided not to perform an autopsy. The caller stated that the customer might have had low blood glucose which caused slurred speech, had kidney failure and heart disease. The caller did not know the customer's blood glucose at the time of death; however, the last recorded value was 285 mg/dl on (B)(6) 2017 at 1:09pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis once it has been returned from the coroner's office.